Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: 00801803602, 62424365, femoral head sterile product do not resterilize 12/14 taper; 00875705201, 6363421, shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners; 00875101036, 62439239, liner neutral 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent proximal femoral resection and hip revision approximately one year post-implantation due to pathological fracture. The stem and head were removed. Acetabulum was not revised. Implants appeared to be functioning well.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.